Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a patient experienced severe pain after having endodontic treatment that included ah plus. The patient was tested for allergies and it was discovered that the patient is allergic to ah plus.